Event description:
A customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (I and ii) when used on the galileo neo.

Manufacturer narrative:
Immucor technical support used remote electronic access method to assess testing well images on the customer instrument. Immucor investigation of retention product tested as expected positive for e and c antigens on (B)(4) 2013. The customer submitted samples for immucor investigation which were tested by immucor starting on (B)(4) 2013. Antibody screen testing on galileo neo yielded negative results, except sample (B)(6) which yielded a borderline equivocal result with x393. On (B)(4) 2013, samples were tested with capture-r ready-screen (3) lot number r362 with galileo neo. All results were either borderline equivocal or expected positive.